Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm approximately 1 month ago. The aortic neck was slightly irregular and had some "infolding". It ranged in diameter from 26 to 28 to 30 mm over a length of 20 mm but it did not contain calcification or thrombus. The iliac arteries were not tortuous and not calcified. It was reported that after implanting the talent bifurcated stent graft, a type I endo leak was noted. The stent graft was ballooned with a reliant; however, the endoleak was still present. The decision was made to implant a 28 mm diameter aneurx cuff which completely resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Required secondary intervention) - eval results: (endoleak). (Irregular, funnel shaped aortic neck with infolding).